Manufacturer narrative:
(B)(4).

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd symptoms leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation and hernia repair on (B)(6) 2016. Patient had linx device removed on (B)(6) 2017 due to ongoing gerd symptoms; the device was noted to have "normal appearance". The device was found in the correct position/geometry at the time of removal. A replacement linx device was implanted immediately after device explant (model # lxmc16, lot #12436). Reflux resolved after removal.

Event description:
Following a laparoscopic anti-reflux procedure, a patient had a linx device explanted for unknown reasons. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation on an unknown date. Patient had linx device removed on (B)(6) 2017 due to an unknown reason. Multiple requests have been made to the center for additional information.